Event description:
In 2006, the pt had a g3 nail implanted. After 2 months, the pt left the hosp. Eleven days later, he pt felt pain and the surgeon found that the lag screw had cut out from the femoral head. Nine days later, the pt underwent the tha surgery.

Manufacturer narrative:
Additional info has been requested and if received will be supplied on a supplemental report.